Event description:
It was reported to resmed that multiple alarms were triggered on an astral device informing the caregiver that the device required attention. Per the reporter the alarms were then manually silenced by the caregiver. The device kept alarming over the next 26 minutes until it performed an auto shutdown. The ventilator dependent pt then required an ambu bag until a backup ventilator could be connected. There were no pt injury reported as a result of this incident. MFR #: 3004604967-2015-00201.